Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Product was disposed of by the hospital.

Event description:
The patient was undergoing a revascularization procedure using the penumbra system max. During the procedure, the max aspiration tubing began to develop aeration. The physician was concerned about its safety and therefore, exchanged the max aspiration tubing to a different unit. The procedure was successful and the patient is well.